Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Pfs alleges pain, discomfort, limited mobility and dislocation. After review of medical records, it was stated that the patient was revised to address recurrent dislocations; patient had 3 dislocations within a 2-week period postoperatively. Revision notes reported hematoma and seroma fluid collection. The polyethylene liner had a dent in it on the posterior aspect where there was a slight elevation of the liner. The liner was intact but there was some metal transfer onto the posterior aspect of the ceramic expected from his anterior dislocations. There was also impingement on the liner on the posterior aspect. The cup was noted to be loose and was probably a little bit anteverted but not excessively. Doi: (B)(6) 2017 - dor: (B)(6) 2017, (left hip).